Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available. E1- (B)(6).

Event description:
The customer reported physical damage to the camera head flat connector and a camera clarity issue during service/maintenance involving an olympus camera head. There was no patient involvement reported.